Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-04545 and 1627487-2013-04546. It was reported the pt was experiencing heating at the ipg site with and without recharging. In addition, the pt did not have stimulation coverage. The physician replaced the lead, and during the same procedure replaced the ipg at the pt's request. It was reported the new lead was positioned in a different location than the original lead.